Manufacturer narrative:
The philips field service engineer (fse) went onsite and also reviewed the clinical audit logs. The fse was able to confirm that from that room a red alarm can be heard and the alarm volume, which was set to 4, is high enough to be heard. Review of the clinical audit log revealed that the monitor alarms at 7:29:48 a vtach alarm. The red alarm sound played at the central station at 7:29:49 seconds. The alarm was silenced at the bedside (as indicated by the device name) at 7:29:59 seconds it was also acknowledged again at 7:30:00 seconds as there are 2 red alarms that would need to be acknowledged, the vtach alarm and the vent/feb alarm. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.

Event description:
Philips received a complaint on the patient information center ix indicating that the device displayed the alarm banner for vfib/tach on the screen, but the staff did not hear the alarm sound at 7:29 on (B)(6) 2024. The device was in use on patient at time of event, there was no adverse event reported.